Event description:
It was reported there were coupling and/or communication issues while recharging. The device was showing the regular recharge screen but there were no coupling bars. Two days prior the patient was receiving full coupling. The antenna dial was adjusted in 360 degrees two times but coupling bars still did not appear. The patient had not had any changes in weight or any falls or trauma. The pocket seemed "fine" and the stimulator outline could be seen through the patient's skin. The device was interrogated with the patient programmer and the programmer also displayed the poor communication screen. Later it was reported the patient met with a medtronic representative and it was determined the device was flipped. The device was manually flipped and charging was possible although it was very difficult. The patient was going to be scheduled for a pocket revision as soon as possible. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The patient had decided to wait to have a revision because she had found a way to position the stimulator to properly recharge.

Manufacturer narrative:
Lead: model 3887, lot #v279835, implanted: (B)(6) 2010. Lead: model 3887, lot #v287549, implanted: (B)(6) 2010. Extension: model 37082, serial #(B)(4), implanted: (B)(6) 2010. Programmer: model 37743, serial #(B)(4), recharger: model 37752, serial #(B)(4).